Event description:
It was reported by the stryker field service rep that the customer alleged that the right side rail would not latch in the full up position. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Results: rivet.